Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that selections were unable to be made with the touch pen, the stylus and the cursor on the touch screen did not align. Analysis also confirmed the customer comment of the rear power cable bay door being broken. It was further noted that the power supply and the system fan were noisy, the left keyboard hinge was broken and there was a damaged rear display cover. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer's touch pen stylus was unable to make selections on the screen, even after recalibrating with the disk and changing out the pen. It was further reported that the programmer's rear power cable bay door was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.